Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown'), fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)') in a 38-year-old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, parity 3 ((B)(6) 1988, (B)(6) 1991, (B)(6) 2005) and multigravida. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy(with complications)/ pregnancy (termination)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury") and migraine ("migraine") and was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus,") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, nausea, dyspareunia, fatigue, uterine neoplasm, weight decreased, endometriosis, dysmenorrhoea, back pain, psychological trauma, migraine and weight increased outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine neoplasm, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2005 admitted to hospital due to pain. Current weight 125 lbs. Plaintiff claiming pregnancy: ectopic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown'), fallopian tube perforation ('perforation: fallopian tubes') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)') in a 38-year-old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, parity 3 ((B)(6) 1988, (B)(6) 1991, (B)(6) 2005) and multigravida. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy(with complications)/ pregnancy (termination)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury") and migraine ("migraine") and was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus,") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, nausea, dyspareunia, fatigue, uterine neoplasm, weight decreased, endometriosis, dysmenorrhoea, back pain, psychological trauma, migraine and weight increased outcome was unknown and the heavy menstrual bleeding, abdominal pain, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine neoplasm, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2005 admitted to hospital due to pain. Current weight 125 lbs. Plaintiff claiming pregnancy:ectopic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Lot number:12277837 manufacture date: 2005-02 expiration date: 2007-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc.fu 7 and 8 processed together. On 28-apr-2021: pif received. Reporter's information added.fu 7 and 8 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown'), menorrhagia ('abnormal bleeding (menorrhagia)') and pregnancy with contraceptive device ('pregnancy(with complications)/ pregnancy (termination)') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, parity 3 ((B)(6) 1988, (B)(6) 1991, (B)(6) 2005) and gravida ii. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure (ess205). In (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus,") and experienced endometriosis ("endometriosis"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pregnancy with contraceptive device, nausea, dyspareunia, fatigue, uterine neoplasm, weight decreased and endometriosis outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, uterine neoplasm, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2005 admitted to hospital due to pain current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- lot number were added. Event injury updated to pelvic pain. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown, nausea, pregnancy(with complications), dyspareunia (painful sexual intercourse), fatigue, tumor / teratoma / cancer type: uterus, weight loss, device ineffective, endometriosis, patient did not undergo essure confirmation test were added. Patient information, medical history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown'), menorrhagia ('abnormal bleeding (menorrhagia)') and pregnancy with contraceptive device ('pregnancy(with complications)/ pregnancy (termination)') in a 38-year-old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, parity 3 ((B)(6)1988, (B)(6)1991, (B)(6)2005) and gravida ii. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6)2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure (ess205). In (B)(6)2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus,") and experienced endometriosis ("endometriosis"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the uterine perforation, pregnancy with contraceptive device, nausea, dyspareunia, fatigue, uterine neoplasm, weight decreased and endometriosis outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, uterine neoplasm, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6)2009, (B)(6)2005 admitted to hospital due to pain current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Lot number: 12277837 manufacture date:2005-06 expiration date: 2007-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated endometrium/ malposition of essure device location of device/ migration of essure device location of device: right side unknown'), fallopian tube perforation ('perforation: fallopian tubes'), menorrhagia ('abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)') and pregnancy with contraceptive device ('pregnancy(with complications)/ pregnancy (termination)') in a 38-year-old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, parity 3 ((B)(6) 1988, (B)(6) 1991, (B)(6) 2005) and multigravida. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure (ess205). In (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury") and migraine ("migraine") and was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus,") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, nausea, dyspareunia, fatigue, uterine neoplasm, weight decreased, endometriosis, dysmenorrhoea, back pain, psychological trauma, migraine and weight increased outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine neoplasm, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2005 admitted to hospital due to pain current weight 125 lbs. Plaintiff claiming pregnancy:ectopic diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Lot number: 12277837 manufacture date:2005-06 expiration date: 2007-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events dysmenorrhea, back pain, psych injury, perforation: fallopian tubes, weight gain, migraine were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.